Manufacturer narrative:
All available information was investigated and the reported difficulty deploying the clip and partial clip movement could not be tested via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported difficulty deploying the clip and partial clip movement. There is no indication of a product issue with respect to manufacture, design, or labeling.na.

Manufacturer narrative:
The device is being returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficult clip deployment and clip migration. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip was inserted and both leaflets were successfully grasped. The clip was attempted to be deployed; however, after pulling the actuator knob, the mandrel did not release from the clip. Troubleshooting was performed and the clip was able to be detach. However, after the clip was detached, the physician stated that the clip moved on the leaflets, causing mr to slightly increase to a grade of 2. There was no clinically significant delay in the procedure. No additional information was provided.